Event description:
The universal drill was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion within the internal components was identified as the probable cause of the device overheating. Corrosion damage of the internal components can result in heat production due to increased friction between the moving components.